Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to tw (B)(4). The hospital reported an ineffective power supply, cautery for vein harvest. Branches and connective tissue would still bleed. Another kit was opened. Same issue. The extension cable was replaced. Same issue. The adapter cable and power supply were changed. That did help. The procedure was successfully completed.